Event description:
It was reported that the mount screw was unable to be removed from the mount/implant at the time of placement. Implant was removed and a new one with the same specifications was placed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: not provided. Additional 510(k) numbers: k011028 and k013227.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified only the implant and mount without packaging. Signs of use. Functional testing was performed and devices could not be disengaged. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 35 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; breakage; page 2. & 4894 rev 6 - 08/19; breakage. DHR review: DHR review was completed for the subject lot number (1249805). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1249805) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release . May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.